Event description:
Fractured ventricular defibrillator lead. Pacing impedance showed sudden increase from 550-600 ohms to 2911 ohms. Oversensing noted resulting in inappropriate ICD therapy. FDA safety report ID #(B)(4).